Event description:
Inflammatory reaction [joint inflammation] ([knee effusion], [knee swelling], [knee pain]). Case narrative: based on additional information received on 29-nov-2018, the case initially assessed as non-serious was upgraded to serious (intervention required for inflammatory reaction). Initial information received on (B)(6) 2018 regarding an unsolicited valid non-serious case received from other health professional from united states. This case involves a (B)(6) years old female patient who initiated treatment with hylan g-f 20, sodium hyaluronate (synvisc) and after 7 days had inflammatory reaction. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient initiated treatment with intra-articular hylan g-f 20, sodium hyaluronate, at a dose of 2 ml (frequency and indication: unknown; lot - 8rsp007d). Patient was uncertain if there was one hylan g-f 20, sodium hyaluronate left in the box. On an unknown date in (B)(6) 2018, patient's knee was swollen and painful. On (B)(6) 2018, the doctor ended up pulling about 50 cc of fluid off her knee. The fluid was sent for cell count and results showed inflammatory reaction and no infection (latency: 7 days). Patient was given a cortisone injection and the symptoms improved. It was unknown if the patient received second injection or not. It was also unknown if the doctor prepared it and then it was discarded. Final diagnosis was inflammatory reaction. Action taken was unknown for hylan g-f 20, sodium hyaluronate. Corrective treatment: cortisone. The patient outcome was reported as recovering. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on (B)(4) 2018 for "synvisc". Batch number "8rsp007", global ptc number: (B)(4). The production and quality control documentation for lot # 8rsp007 expiration date (31-mar-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot batch record view and frequency analysis no CAPA was required. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. No safety issues were indicated in this review. As of (B)(4) 2018, there was 1 complaint on file for lot 8rsp007 and all related sublots. 1 complaint was on file for lot 8rsp007d adverse event report. Final investigation complete date was (B)(4) 2018. Additional information was received on (B)(4) 2018 in the form of investigation summary. Ptc results and number were added. Additional information was received on 29-nov-2018 from physician. Event of inflammatory reaction was added with details. Event of ended up pulling about 50 cc of fluid off her knee was updated as symptom of event inflammatory reaction. Seriousness criteria was added. Clinical course updated. Text amended accordingly.